Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced painful stimulation while on the program that used an electrode with high impedances. It was stated this contact was an anode and the caller stated he moved the anode one electrode up on the lead but did not get a chance to test the stimulation on the patient. The caller planned to see the patient again and test impedances and stimulation efficacy.

Manufacturer narrative:
(B)(4).